Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. The analog pcb assembly was then removed for further examination. It was determined that the cause of the reported issue was due to the pressure of a misplaced ferrite bead, which crushed one end (leg 8) of integrated circuit (ic), designator u1, and lifted there other end (leg 1) of ic u1 off of the analog pcb. This also caused resistor, designator r212 to arc and burn. Resulting in the device not being able to charge and shock defibrillation energy.

Event description:
The distributor contacted physio-control to report that their customer's device was showing a service wrench and had logged an event code into its memory. Upon further evaluation, physio-control observed that the device made an arc sound while charging and could not charge and shock defibrillation energy. There was no patient use associated with the reported event.